Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause could not be identified. However, it was surmised that the b30 error was displayed because the circuit (cr) board of cv-190 malfunctioned. It is unknown as to why the cr board malfunctioned. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was controlled and repaired by an external service agency by replacing the cr board. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred prior to and during a therapeutic colonoscopy procedure. The operation was delayed for 30 minutes however, a similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.